Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, undersensing and failure to capture were noted on the right atrial (ra) lead. The physician alleged ra lead dislodgement as the cause. The physician reprogrammed the device to resolve the event. The patient was stable and will continue to be monitored.